Event description:
Pt calling in because she injected her forteo at a 45 degree angle and the pen needle bent when she tried to inject it. Pt replaced the pen needle and injected again but didn't know if she got the dose of medication. Frequency: daily, subcutaneous, from (B)(6) 2018 - present.